Event description:
It was reported that the patient received over 60 inappropriate shocks, due to t-wave oversensing. Three power on resets also occurred. The device was explanted because of the number shocks delivered. A new pace/sense lead was implanted to avoid t-wave oversensing. The physician did not want to change the placement of the high voltage lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device found a ram chip memory error.